Event description:
Patient underwent an abdominal aortic aneurysm surgical repair in 2005. Despite lung assistance using oxygenetor, patient died two days later from severe pulmonitis. The physician believed the death to be related to the lung infection.